Manufacturer narrative:
The peritonitis occurred on an unspecified date in 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was reported as due to ¿not eat properly¿. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with an unspecified intraperitoneal anti-inflammatory drug for the event. Dianeal therapy was ongoing. The patient was recovered from the peritonitis. No additional information is available as the reporter declined follow up.